Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. A drill bit was returned for the investigation. The visual inspection has shown that the front part of the fluted tip section was untwisted. Additionally, strong damages on the cutting edges were visible. There were no other damages or signs of misuse detected. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were between 52.1-52.3 hrc - within the specification of 52 +3/0 hrc. The used material was stainless steel 440 a as required. As per the relevant drawing, measurement of the outer diameter ø1.8, gage 3-03-17585, tolerance ø1.8 0/-0.03, result: ø1.79 "pass". Based on this information, the definitive root cause could not be determined. However, it can be estimated that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown if there was patient involvement. It is unknown when the device broke. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: november 04, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the customer returned the drill to the loan department, it was noted that the cutting edge was deployed. This is report 1 of 1 for com-(B)(4).